Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported not being able to use any of the buttons while attempting to change the insulin set. The customer also reported receiving a button error alarm. The customer's blood glucose was 279 mg/dl at the time the issue was reported. Nothing further reported.